Manufacturer narrative:
Title: radiofrequency ablation of liver tumors in patients on antithrombotic therapy: a case-control analysis of over 10,000 treatments source: j vasc interv radiol 2021; 32:869¿877. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study reported on the safety of a radiofrequency ablation for liver tumors for patients receiving antithrombotic therapy. Between february 1999 to december 2018, 3485 patients underwent rfa for liver tumors. Because 2,227 patients underwent repeated rfa because of recurrence, the total number of tumor treatments was 10,653 performed over 15,009 sessions. Among the 10,653 treatments, hemorrhagic complications were diagnosed after 54 treatments. Hemoperitoneum was diagnosed in 26 patients and of these, two patients underwent transcatheter arterial embolization (tae) for hemoperitoneum. Hemothorax occurred in 21 patients with 20 of these requiring chest drainage, 3 patients undergoing tae. Hemobilia occurred in 7 patients with 4 patients undergoing biliary drainage and 1 patient underwent tae.